Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was off the bus. A field service engineer (fse) checked the drawer for debris and tested the drawer controller. The fse reseated the connections and restarted the unit. The drawer came up and tested successfully. The fse verified that the customer successfully inventoried the device. The system functioned as intended after the field service engineer repaired the device.